Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultramini meter is giving an error message. The patient's diabetes is managed with insulin- no adjustments. The product issue began during (B)(6) 2010. Sometime after the product issue began, the patient reportedly could not test her blood glucose. Subsequently, the patient developed symptoms described as "dizzy, headache, and sweaty" in (B)(6) 2010. The patient did not receive any treatment that would suggest severe hypoglycemia or hyperglycemia. Although the product issue was resolved with training, replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia after the product issue began and she could not test her blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.